Event description:
Customer reported that the insulin pump insulin is squirting the insulin out, alarming during manual prime and unable to exit the preparing to prime loop. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk.